Event description:
Approx seven months ago (8/4/97), a pt had an angio-seal device placed in her right groin following a diagnostic procedure. The pt reportedly experienced pain and symptoms of claudication following this procedure (time to onset of symptoms is unknown). On 3/10/98, the pt underwent a right ileo-femoral bypass. The office notes indicate that the occluded right iliac artery was secondary to the angio-seal device. The pt was discharged home on 3/12/98. On 3/20/98, the pt was seen in the dr's office for routine follow-up, where residual occlusion was noted. The pt was noted to have 2+ femoral pulses and 1+ distal pulses. As of 3/30/98, there have been no further reports of further complication or pt sequelae made to the MFR.